Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection of the returned platform was performed and no physical damage was noted. It was observed however, that the encoder shaft was out of the "home" position, thereby confirming the customer's reported complaint. After the encoder shaft was moved back to the proper position, initial functional testing was performed and no faults or errors were observed. A review of the archive was not needed as the issue was confirmed through visual inspection of the platform. Based on investigation, no parts were replaced to remedy the customer's reported complaint of the platform exhibiting a user advisory 45. In summary, the reported complaint was confirmed and the root cause was determined to be that the encoder shaft was not in the proper position. After the shaft was rotated back to the "home" position, the platform functioned as intended.